Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. During troubleshooting, the fse found that the 1-phase uninterruptible power supply (ups) was defective, which subsequently caused a fuse to trip. The tripped fuse and defective 1-phase ups prevented the system from booting up. To resolve the issue, the fse replaced the fuse and bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. The system log files were reviewed which identified errors indicating malfunctioning 1-phase ups. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.